Manufacturer narrative:
Two representatives went to visit the facility as a follow-up to the adverse event. The facility decided that conmed's products functioned properly. Being conservative, we decided to file an MDR. Additionally, the manual for the system 5000 states: "electrosurgery should never be performed in the presence of flammable anesthetics, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide or in oxygen-enriched environments."

Event description:
Patient was involved in an operating room fire with system 5000. According to the territory manager, and the area director, the patient was prepped for surgery with chloro-prep. This pre solution is known to be flammable and may have contributed to the fire and burns to patient. Oxygen was administered to the patient while electrosurgical activation took place. Minimal information regarding the patient was disclosed by the user facility; the patient was burned in three (3) places. The degree, size and exact location of these burns were not disclosed.